Event description:
It was observed, that during the device evaluation. The camera head had poor tightness of the cable unit and the metal part was exposed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: poor tightness of the cable unit and the metal part was exposed. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause was, due to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.